Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 jan 2019. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and loss of projection and shape change. It was also reported that the patient ¿serious and atypical disorders¿; ¿even greater damage to your psychic condition¿; and ¿situation that caused to patient unquestionable mental and psychic disturbances" however these events were not attributed to the device. Device has been explanted.